Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Section b5: additional information; the patient's previous infection and antibiotic treatment starting in (B)(6) 2019 was reported in MFR. Report # 2916596-2019-04990. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that on 13oct2019, the patient's inr was 2 and the patient continued on 7.5 mg coumadin. The opening at the driveline site was increased with mild purulent drainage. There was a plan for discharge on oral antibiotics. On (B)(6)2019, the patient continued on broad spectrum antibiotics. The patient had soft maps with decreased entresto. Blood cultures had no growth to date and CT scan showed no abscess. A transthoracic echocardiogram was ordered to follow up speed changes from august. The patient was discharged on (B)(6) 2019 but the infection was still ongoing on (B)(6)2019 so the subject was still taking cefdinir and doxycycline. The patient had been taking antibiotics since (B)(6) 2019. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted on (B)(6) 2019 for intermittent sharp pain overlying the driveline site and increased driveline drainage for a few days prior to admission. The patient was started on cefepime and vancomycin to treat the infection and a further driveline drainage culture was pending. No further information was provided.